Manufacturer narrative:
Additional information: device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Event date is approximated. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. It was identified the monitor would black out for several seconds intermittently. The monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the monitor would intermittently go black for a few seconds and restart. There was no impact on patient outcome.

Manufacturer narrative:
The suspected monitor was returned to the manufacturer for analysis. Analysis found that the returned hardware functioned as designed.